Manufacturer narrative:
One cadd® cadd-legacy plus pump was returned for analysis. The customer's reported problem was "error code 1660". Visual inspection found the pump to have a damaged front and rear housing. Inspection of the pump's event log revealed "error 1660". The device was powered up and alarmed ec 1660, which is an issue with the processor on the circuit board. The circuit board was replaced. What caused the reported problem was the circuit board. Who caused the reported problem is unknown.

Event description:
It was reported that a cadd® cadd-legacy® plus pump displayed error code 1660. No information was provided to indicate any patient involvement.